Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. There was no moisture damage under the lcd screen, electronic assembly or motor. The insulin pump had a compromised force sensor system alarm error message during the basic occlusion test due to moisture damage inside force sensor resistor. The insulin pump had a cracked case at the display window corner, minor scratches at the lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer stated via phone call that there is no moisture damage to pump, no alarms, and no blank screens after rafting experience. Customer was getting a button error message but was able to clear it. Customer changed infusion set and while priming received compromised force sensor system alarm message. Customer states insulin is squirting out of the pump during the manual prime process. Customer states support cap appears normal and insulin pump was not dropped. Customer states that the pump could have been exposed to moisture while river rafting. Customer was advised to discontinue use of the pump and revert to backup plan.